Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. "The complaint of a leak in the infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga x 0.75 in safestep infusion set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. " h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that family noted moisture on tubing, called rn who paused IV fluids, clamped line. Unclamped to flush and noted leaking where base of cap end meets tubing. Additional info: patient is 1 year and 7 months old, 10.3kg with a history of b-all. Family noted moisture on tubing, called rn who paused IV fluids, clamped line. Unclamped to flush and noted leaking where base of cap end meets tubing. Tegaderm IV advanced dressing was over the needle and proximal portion of the tubing, not the place where crack was noted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported that family noted moisture on tubing, called rn who paused IV fluids, clamped line. Unclamped to flush and noted leaking where base of cap end meets tubing. Additional info: patient is 1 year and 7 months old, 10.3kg with a history of b-all. Family noted moisture on tubing, called rn who paused IV fluids, clamped line. Unclamped to flush and noted leaking where base of cap end meets tubing. Tegaderm IV advanced dressing was over the needle and proximal portion of the tubing, not the place where crack was noted.